Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed chronic totally occluded lesion was located in a calcified and moderately tortuous superficial femoral artery. The physician felt some resistance while advancing the f/g sterling, mr, 5.0x40/135(4f) balloon a cross the lesion; however, the balloon was able to cross the lesion. On the first inflation the balloon ruptured at eight atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).